Manufacturer narrative:
Reliability analysis inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a pump. Connected the sensor to the transmitter and placed it in100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor passed per specifications. The second sensor performed visual inspection and found sensor with cannula broken, broken part is missing. The sensor was unable to confirm in received said condition due to customer returned opened/used.

Event description:
The customer reported via phone call of a lost sensor alarm from the sensor. The customer's blood glucose reading was 120 mg/dl. The customer reported lost sensor alarms on 2 different sensors. The customer stated that the wrong transmitter ID is not programmed in the pump. The customer stated that the pump is not communicating with the transmitter. The customer stated that the lost sensor alert occurred during the initiation period. The customer was advised to change the sensor.